Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.

Event description:
It was reported that the catheter ruptured, and a fragment migrated and became lodged in the atrium of the heart. As a result, the patient required transfer to a city hospital for removal of the retained catheter fragment. The treating facility employs experienced surgeons and had not previously encountered this type of complication. The ruptured catheter was removed on march 24. The catheter had originally been implanted on november 15, 2024.there was patient involvement and patient harm.